Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer's blood glucose level was a value displayed as "high" on the continuous glucose monitor; however, a specific value was not provided. Cause was not known. A manual injection of insulin was administered to address bg level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.